Event description:
The mega suture cut needle driver was jammed after being inserted onto the da vinci arm for the first time during the procedure. Surgeon tried to operate it but was not able. The part that attaches to the robot arm was visibly moving (angling away) at the attachment cradle/ bracket. After loading, the instrument had still 4 out of 15 lives left. It was replaced and sequestered and submitted to or buyer -voicemail left. Lead rn notified. Item ref #471309, lot# k11221030 0316.